Event description:
It was reported that suspected externalized conductors were observed via diagnostic imaging. A successful dft was performed and all electrical measurements were normal. Lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.